Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) - the dentist reported that 3 months after the dental implant was installed in intraoral region #30 it was observed that the implant was not fully osseointegrated. The patient presented bone type iii and 100 ncm of primary stability was achieved.